Event description:
It was reported that the lead showed oversensing and was measuring erroneous values. The programming of the lead was updated and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.